Event description:
The customer reported to olympus that during inspection, the octagonal image no longer appeared at the light source. The customer noted that after wiping the scope connector of the videoscope with disinfectant ethanol, the problem was resolved. The diagnostic screening test was completed with the same device. The customer noted that they would not return the device as the problem was resolved. There were no reports of patient harm or impact associated with this event. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that the image issue occurred due to a failure on connection part. Olympus will continue to monitor field performance for this device.